Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation was made based on the received information. Our field service engineer (fse) investigated the ventilator on site. The gas modules and the dc/dc & standard connectors were checked and found to be in working condition during the examination. Further information was provided that the main back-plane printed circuit board (pcb) and the pneumatic back-plane pcb needs to be replaced for the further diagnosis. According to the latest information, the reported issue is not resolved. A quote quote has been submitted for the main back-plane pcb and the pneumatic back-plane pcb and waiting for purchase order from the customer. No further information has been provided. No logs have been received and we have therefore not been able to verify the reported error. The root cause of the reported issue has not been established by this investigation. The ventilator system is not in usable condition. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref: # (B)(4).